Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported patient was getting his stim explanted.

Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jul-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that over 2 months ago, for 10 weeks now, he has a big problem with his implant because it (implantable neurostimulator - ins) has stopped working. Patient's stimulation was set on his foot and was working fine, not up to his expectations but fine and then he had a colonoscopy and after the colonoscopy, the implant didn't work. Patient mentioned he was going to get another colonoscopy on 9/4/20 and hopes that doesn't negatively impact his device. Patient said he was on his second set of x-rays and said one or each of the leads is probably turned because stimulation is not going down his leg anymore. Patient was hard to understand, but it sounded like he said at his last appointment, they changed everything. So it doesn't work at all anymore. Patient thinks he will have to have surgery to fix whatever the issue is. The rep said the ins was working last time they met with the patient on (B)(6) 2020. The rep reprogrammed the device, but they couldn¿t get good coverage in foot. Suspected lead migration so doctor ordered x-rays.